Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had automatic filling error occurred and manifold drive leak test failed due to manifold drive malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. The parent complaint is not valid as the malfunction occurred at the getinge facility. Therefore it is not a customer complaint. Hence the complaint is being cancelled. No additional reports will be sent for this mfg report number 2249723-2025-0000959.

Event description:
N/a.